Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset, and was then able to use pump screen normally, with issue resolved and no further actions reported.